Manufacturer narrative:
Health effect and evaluation codes: updated. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found corroded battery compartment and door. Functional testing found the pump alarmed error code 41625 when powered on. And the battery compartment was found to be corroded due to contamination. The reported problems were confirmed. Replaced the main board and battery compartment. The root cause of the issues could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Event description:
It was reported of a device error code 41625/ red screen/ acid in the battery compartment. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.